Event description:
It was reported that patient experienced withdrawal, the healthcare provider (hcp) performed troubleshooting and was unable to aspirate the catheter access port (cap) and the patient then exhibited signs of overdose and was hospitalized. On (B)(6) 2012 the hcp was notified that the patient was experiencing nausea, vomiting, and diarrhea along with itchiness of hands and feet for approximately one week. The patient was admitted to the hospital on that same day, as the symptoms were typical of drug withdrawal. To determine the pump efficacy, the hcp withdrew the pump medication and noted a volume discrepancy between predicted reservoir volume (4.2ml) and actual reservoir volume (8.4ml), suggesting a problem with either the pump or the intrathecal catheter. The hcp was also unable to aspirate the contents of the intrathecal catheter. The pump was refilled by the hcp with 40 ml of medication (concentration baclofen 250mcg/ml and morphine 20mg/ml), with the flow rate unchanged. On (B)(6) 2012 a spinal MRI was performed and no intrathecal granuloma was evident. On (B)(6) 2012 the patient's intrathecal catheter and pump were investigated in the operating room (or) and no obvious problems were detected, however the hcp was still unable to aspirate intrathecal catheter via the pump. The pump was reprogrammed post-operatively to the pre-surgery rate of 0.58ml/day. On (B)(6) 2012 at 0930 the patient was oriented and drowsy, but easily roused and conversing with staff. The pump was reprogrammed to deliver baclofen 175mcg/day and morphine 14mg/day to reflect the change in the baclofen. It was noted that the patient was also taking oral baclofen and opioids. By noon that same day, the patient was very drowsy and difficult to rouse. The hcp was in attendance and the intrathecal pump was decreased to a minimum rate at 1210 (approximately .006ml/day), and programmed to pump stop mode at 1237pm. IV narcan was administered by the hcp, and a code blue was called, although the patient never lost pulse or respirations, she was extremely difficult to rouse. The patient was transferred to the intensive care unit (ICU) on a narcan infusion, and high flow oxygen. In the ICU the patient had a CT of the head and a lumbar puncture, both reported as normal. The patient was intubated and ventilated in ICU and an eeg and neurology consult was done. Intrathecal pump was aspirated by the hcp, and the full 40 ml were aspirated. The pump was then refilled with 40 ml normal saline and remained in a stopped mode. On (B)(6) 2012, the patient was alert and oriented, obeyed command, was extubated, but was reporting increased pain and spasms. Oral baclofen and opioids were resumed at lower doses. On (B)(6) 2012 the patient was transferred out of the ICU and was alert and oriented but continued to report pain and spasms. It was also noted that a rotor study was done the hcp was able to see the rotors move. Troubleshooting of the catheter in the or included disconnecting the pump and spinal segment, at which time hcp was able to see cerebrospinal fluid (csf) flow from the spinal segment and drug flow from pump segment (done by bolus and catching medication in a cup). The hcp planned to return to the or at a later date and replace the pump. Pump medications were baclofen 175 mcg/day and morphine 1 1.7mg/day, the pump rate was 0.58ml/day (drug concentration was baclofen 300 mcg/ml and morphine 20 mg/ml). Patient was also taking oral baclofen and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731, lot# /serial# unknown, implanted/explanted: unknown, product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that there it wasn't a determined problem with the pump, though the event didn't appear to be catheter related. At the time of report, the patient was being managed with oral medications. The pump was scheduled to be replaced on (B)(6). No further information was available at the time of this report. A follow-up report will be made if additional information becomes a vailable.

Event description:
Additional information: the pump was replaced. The catheter was partially explanted. The distal section remains in the patient, but not in use. A new catheter was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the pump found no anomalies. The pump passed dispense and infusion accuracy testing. The pump tube had some me chanical wear at the outlet end of the tube that could suggest that maybe there was a partial or occluded catheter; however, this theory was not confirmed because the catheter was not returned.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).